Event description:
This report is #1 of 1 for complaint (B)(4).

Event description:
During a mandible reconstruction procedure the surgeon was cutting a plate and the cutter broke and damaged the plate. This was not performed on the patient. There was no patient harm and no extension of surgery time. The outcome of the surgery is that they used a competitor's product.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The returned short cut plate cutter was received in 2 pieces. The short cut head sheared in half and one half remains secure to handle and the other half is loose in the bag. The fracture surface on both halves are homogeneous. Slight grey discoloration exists on the entire head especially at the locations of the dowel pins. The returned matrix mandible recon plate has a wear mark 2mm in length and located in between the most anterior hole and the 2nd most anterior hole. The fracture surface on the returned cutter head is homogeneous and demonstrates minimal ductility which is consistent for the (B)(4) material, (B)(4). The fracture plane runs through the interior corner radius which is the focal point of the highest stress concentrations during cutting. It can be inferred that the applied load during cutting generated a stress concentration that exceeded the maximum allowed stress at the interior corner radius, resulting in the stated breakage. A design revision was completed under (B)(4) to address the noted breakage which was approved on (B)(4) 2010 and became effective including and after (B)(4). The design revision increased the allowable stress of the plate cutter under these loading conditions by (B)(4). The returned plate cutter was manufactured in may 2009, which is prior to implementation of (B)(4). The matrixmandible core dossier risk assessment adequately addresses this complaint condition of cutter head breakage as less severe on line 502 with a moderate severity of harm 3 and an improbable probability of occurrence 1. A design revision for the failure mode for the short cut plate cutter was completed under (B)(4)to address this issue.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.